Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the battery leaked from her one touch profile meter. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2010 and obtained the following information: the patient tests once a day and manages her diabetes with 500 mg of metformin (taken twice daily) and actos (dosage unknown and also taken twice daily). The patient confirmed that the alleged issue began on the evening of (B)(6) 2009. The patient stated she has never replaced the batteries in the subject meter and specified that the batteries are the original pair that was included in the subject meter. The patient clarified when she removed the battery cover from the subject meter, the "battery substance" went on both her hands. The patient claimed that her hands began to bleed and eventually her skin started to peel. The patient clarified she did not have any transportation to the ER until the following morning on (B)(6) 2010. During her ER visit, the patient stated she was given an (unknown) ointment to place over her wounds. The patient denied receiving (during her ER visit) any medication for her diabetes. At the advice from a health care professional in the ER, the patient returned to the ER (possibly two to three days after the alleged issue occurred) for her follow up visit. During her follow-up visit, the patient stated she informed the ER doctor that the skin on her feet was also peeling. The patient clarified that the "battery substance" did not directly touch her feet, because she was wearing shoes at the time of the alleged issue; however, the patient stated that while her hands were bleeding, the "battery substance" went into her blood stream and flowed down to her feet. The patient stated that the doctor diagnosed her with eczema; however, the patient feels that the eczema on her hands and feet was caused by the "battery substance" from the subject meter. The patient was advised (by the hcp) to continue to apply the (unknown) ointment over her wounds and was also given additional ointments (for her eczema) to take home and to apply over her hands and feet. After the alleged issue began, the patient corrected and clarified she continued with her usual diabetes regimen. The patient also denied testing with another meter while at home; however, specified she would test her blood glucose with the doctor/clinic's meter during her scheduled doctor's visits. Based on the information provided, this complaint is being reported due to the following conclusion: the patient allegedly experienced a serious injury after product issue began. The patient reportedly also received medical treatment.